Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements that were high out of normal range and high threhold measurements. Noise was observed on the right ventricular (rv) rate sense, which was being oversensed. This patient was not pacemaker dependent at that time. This patient underwent a procedure in which this rv lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.